Manufacturer narrative:
Manufacturing date: february 22 2016 - february 23, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a small volume infusor. There was difficulty flowing fluid from the luer lock during set-up. Use of the device was stopped. There was no patient involvement. No additional information is available.